Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bullectomy. According to the reporter: the stapler was fired and would not open. The knife blade was not able to be pulled back after firing. The reload was articulated one click to the left and was the third firing in the case. The surgeon was able to place a second stapler under the first one to complete the case and remove the stapler and specimen. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient is in good health.